Event description:
It was reported the pocket adapter set was incomplete and the cap on the adaptor was missing. A new pocket adapter set was used and the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the adaptor found a part was missing from the accessory kit. The adaptor was received with the outer box. The adaptor kit consists of an adaptor, plug, and wrench that are inside a tray. The plug and wrench were not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.